Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the user observed that the fenestrated bipolar forceps instrument energy output was not optimal and inspection identified a "disconnected power supply cable" which can be perceived as the conductor wire. Troubleshooting was performed by replacing the instrument to the backup. The user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that the conductor wire was broken at the grip-crimp location. No sign of thermal damage was observed. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis, the information gathered indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.